Event description:
It was reported that the subject device had scope communication error code (e116). The event occurred during set up before an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.